Event description:
The rptr did meter to lab comparison tests, 15 minutes apart. The reporter's meter test (capillary) was 194 mg/dl, and the venous lab test result was 289 mg/dl. No symptoms were reported. During troubleshooting, it was noted that the meter had never been cleaned. A control solution test was in range. No harm was alleged. Followup attempts to contact the rptr for additional info have not been successful.